Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: instructions for use: 1. The surgeon should irrigate the wound with sterile fluid and then suction the irrigating fluid and gross debris from the operative site. 2. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. 3. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the surgeon. 4. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. 5. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. 6. Taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain placement. 7. Deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. 8. Care must be exercised to avoid damage to the drain (refer to warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound. 9. When using a trocar please follow these instructions: 9.I.) With one drain: - draw drain using trocar from inside to outside of wound. - ensure that perforated section of the drain is within the critical fluid collection areas of wound. - remove trocar only by cutting the drain one inch from the end of the trocar. - trim non-perforated section of drain to desired length. - attach non-perforated section of drain either to an evacuator inlet port or to a y-connector. 9.ii.) With two single drains: - follow instruction 9.I for each of the two drains separately. 9.iii.) With a double drain: - draw drain using trocar from inside to outside of wound. - ensure that desired perforated region of the drain is within the critical fluid collection areas of wound. - cut the outer portion of the drain (outside the wound area) in the middle of the perforated region. Attach non-perforated section of the inserted drain to an evacuator inlet port or to a y-connector. - after cutting (as mentioned above), the second half of this drain can be used separately. If you are not using the second half then dispose of it as per the hospital protocol. 10. Attach drain to evacuator tubing via the y-connector. 11. Insert free end of evacuator y-tubing into evacuator suction port a. 12. Fully compress evacuator by hand and close drain port b. Unit is now operational. 13. To empty unit, clamp y-tubing. Open drain port b. Hold unit with open port at bottom and compress until fluid is removed. 14. For continued wound evacuation compress unit fully and close drain port b. Release clamp on y-tubing. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient hemovac wound drain disconnected from the tube even with tape on it. Per additional information received via mail on 11jun2025, stated that there was no patient harm reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient hemovac wound drain disconnected from the tube even with tape on it. Per additional information received via mail on 11jun2025, stated that there was no patient harm reported.

Manufacturer narrative:
The reported event is inconclusive as the wound drain used for the reported event was not received therefore the sample cannot be tested. Visual evaluation noted received 1 evacuator with y-connector tubing. Wound drain used during the reported event was not returned for evaluation. Due to the wound drain not being returned, the reported event is inconclusive as the reported event cannot be replicated without the wound drain. Labelling review is not required as labelling would not have prevented the reported event. DHR review is not required as no lot number was reported. No additional actions are required at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient hemovac wound drain disconnected from the tube even with tape on it. Per additional information received via mail on 11jun2025, stated that there was no patient harm reported.

Manufacturer narrative:
The reported event is inconclusive as the wound drain used for the reported event was not received therefore the sample cannot be tested. Visual evaluation noted received 1 evacuator with y-connector tubing. Wound drain used during the reported event was not returned for evaluation. Due to the wound drain not being returned, the reported event is inconclusive as the reported event cannot be replicated without the wound drain. Labelling review is not required as labelling would not have prevented the reported event. DHR review is not required as no lot number was reported. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient hemovac wound drain disconnected from the tube even with tape on it. Per additional information received via mail on 11jun2025, stated that there was no patient harm reported.